Event description:
It was reported that the pt is having pain in the hip area. Pt states that he has experienced the pain for the last six to seven months. The pt visited the surgeon and is scheduled for an MRI.

Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.